Manufacturer narrative:
At the visit on site the fse (field service engineer) replaced the laser head as a preventive measure and verified the system according to company specifications successfully. Local service support team reviewed all cases - no technical root cause could be determined. No technical root cause was identified as the system was found to be within specifications. (B)(4).

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with blurry vision of the right eye following wavefront optimized lasik treatment. The patient was doing well one day following treatment but the vision quality deteriorated. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.